Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was found to be dislodged approximately nine days post implant. During revision, the lead dislodged several times, so the lead was removed. The replacement lead also dislodged several times but was eventually placed and remains in use. No patient complications have been reported as a result of this event.